Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the heat exchanger was leaking. Additional malfunctions include the hose clamps were leaking, and the tie wraps were leaking.